Event description:
Attorney alleges that from approximately the beginning of 2012 the patient experienced personal and economic injury due to ¿pump mal function requiring medical intervention, manufacturing defects, and/or other defective warningsconcerning the devices¿.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).